Event description:
It was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This right atrial lead remains in-service. Additional information was provided. The physician made the decision to perform a lead revision or replacement procedure, but this intervention has not been performed yet. At this time, no further information is available. No adverse patient effects were reported. Evidence suggests that this lead remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This right atrial lead remains in-service. Additional information was provided. The physician made the decision to perform a lead revision or replacement procedure, but this intervention has not been performed yet. At this time, no further information is available. No adverse patient effects were reported. Evidence suggests that this lead remains implanted and in service.

Event description:
It was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This right atrial lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This right atrial lead remains in-service.